Event description:
The customer reported that the sys keyboard/mouse were not connected correctly. This system does not have a touch screen and therefore requires the keyboard and mouse for the system to be operable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and identified a problem with the keyboard and mouse, but no conclusion can be drawn as further repair info is not available.